Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's infusion is slow and in need on maintenance. There was unknown patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was unable to duplicate the reported issue. The investigation determined that an issue with the explore assembly was a probable, but unconfirmed cause of the reported issue. The explore assembly was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.